Event description:
End user called to complain that their device's calibration was reading high out of range. This was confirmed from troubleshooting by phone. The device was replaced and the defective are returned for investigation.